Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer discovered that auxiliary 2 drawer 7 row boards a and b were not detected, and the light on the module controller indicating communication with the row boards was blinking. A field service engineer reseated the row board cable at the drawer controller and reseated the retractor band cable. The row board cable, retractor band cable, and pyxibus cable were inspected, but the issue was not resolved. A field service engineer removed all cubies, cleaned debris from the row boards, and the module controller was then able to communicate with the row boards. All cubies were reinserted. It was verified using diagnostics that the drawer functioned properly. The customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer 7 pocket a3 failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported due to this event.